Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the touchscreen was defective with a horizontal line with multiple menu items being unable to be selected as a result. The paper tray of the printer was nearly empty. The lower bullets were missing. The programmer was decommissioned with customer's approval. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.